Manufacturer narrative:
D10 concomitant product: unk - emprint gen, unknown emprint generator (serial#unknown) multibipolar radiofrequency vs single needle microwave ablation for the treatment of newly diagnosed hepatocellular carcinoma. Cécilia bahloul, agnès rode, pierre pradat, laurent milot, jérôme dumortier, philippe merle, jean-yves mabrut, loïc boussel, angelo della corte. World j gastroenterol 2026 january 14; 32(2): 113810. Published date: jan 14, 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the safety and efficacy of emprint microwave ablation (mwa) to multibipolar radiofrequency ablation in a cohort of patients treated for newly diagnosed hepatocellular carcinoma. From january 2014 to january 2021 a total of 362 patients were enrolled. Modified surgical antennae repositioning occurred in 23 of the mwa group patients intraoperatively. Postoperative complications included 2 patients with portal thrombosis requiring anticoagulation (medication), 2 symptomatic undrained pleural effusion, 2 patients with symptomatic pleural effusion requiring pleural drainage; 1 patient with cessation of the procedure after treatment of the first nodule due to dyspnea, requiring transfer to the intensive care unit; 1 patient with drained pneumothorax, and 1 patient with necrosis of the left lobe with admission to intensive care as well. Complete tumor ablation/technical efficacy was only 87.5% for mwa. A total of 21 patients required a reoperation (including: 9 re-ablation, 6 underwent follow-up with residual tumor stability, 4 minimally invasive transarterial chemoembolization, and 1 surgical resection).